Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Adverse reactions are known risks of hemodialysis. Infection and pneumonia are known contributing factors to abnormal lactate levels. Biocompatability has been established.

Event description:
A report was received on (B)(6) 2019 from a nurse stating the (B)(6) female with unspecified comorbidities, experienced fatigue, silent seizures, felt jittery, clammy and weak following hemodialysis treatments with the product on multiple unspecified days. Nxstage therapy was discontinued on (B)(6) 2019. Additional information received on 07 aug 2019 from the nurse revealed the patient was hospitalized on (B)(6) 2019 with out of range lactate levels (nos), pneumonia and a catheter infection. The patient recovered without sequelae and remained hospitalized for an unrelated hip replacement, date of discharge not available.